Manufacturer narrative:
The stm that encountered the issue found the membrane diff. Pressure reading 9mmhg exceeding the allowable limit of ±6mmhg. Safety disk was replaced. Pim leak test now passing. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. The maquet failure analysis and testing department received a safety disk with a reported of the ¿safety disk failed the diff pressure test¿. Performed visual inspection of safety disk per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the safety disk into the iabp cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual in an attempt to recreate the reported problem. Found that during the 30 minutes test, the safety disk failed the membrane differential pressure with the results of 7 mmhg, factory specification is +/- 6mmhg., looks like is a leak in the safety disk. Retaining the safety disk in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) safety disk leak test failure. There was no patient involvement reported.